Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on laparoscopic sleeve gastrectomy, during the transection of the stomach antrum, the first firing stopped at about 3 to 4 mm short of the cut line. The surgeon attempted to advance blade to the cut line, but it would not complete the cutting of the distal sutures. The surgeon fired the second reload and it stops quickly. The surgeon retracted the blade of the second firing, slid the reinforcement from the security sutures at the distal tips of the reload, swapped out the powered stapler with a manual stapler and another reload. The reload was aligned to the remaining buttress and fired across. There was no patient injury.